Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked in two areas. There was corrosion observed in the battery compartment. The pump case was observed to be cracked near the top right corner of the display. In addition, a crack was found in the display lens. A leak test was performed and leaks were confirmed in the battery compartment, pump case and display lens cracks.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged; in addition, it was reported that evidence of moisture ingress was observed within. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.